Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) actual longevity is < 80% of 99.9% longevity limit. The device did not meet expected longevity. No problems were found with the battery. Analysis of the device and internal components were as expected for a pacemaker at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The manufacturing site ID has been corrected on this report.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)

Event description:
It was reported the device reached a weak battery voltage. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.